Event description:
The customer stated that she ran three normal control tests and had the following results: h1, 247, and 287 mg/dl.; the normal control range is 113-162 mg/dl.; the customer did not allege any adverse events. The meter and the strips are to be returned for evaluation, and new products will be sent.